Event description:
While this device was being used to expand another MFR's coronary stent, the balloon of this device burst. There has been no claim of injury related to this event. The device is being returned for analysis.